Event description:
A malfunction on the pump was reported, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and contact technical support if the issue reappeared. The customer understood these instructions and declined further troubleshooting once the pump was turned back on.